Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from a laboratory was 3.0 inr and the result from the meter was 4.2 inr. The laboratory reagent was stago neoplastine. There was no allegation of an adverse event. The therapeutic range is 2.0-3.0inr. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no coumadin dose change, no medications change, no diet change, no new illnesses, and no bruising or bleeding. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.4 inr , qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 -2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.